Manufacturer narrative:
Upon further investigation, the customer identified the unresponsive navigation ring, however, the customer also confirmed that the touchscreen was functioning as intended and the navigation ring malfunction did not cause settings or delivered therapy to change without user input. This event does not pose risk of patient harm or serious injury as the ventilator can be operated fully and normally through the touchscreen and would continue to provide the correct therapy. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
The front bezel was returned to the failure investigation lab. Failure investigation was not performed on the returned part. The root cause for navigation ring failures was identified in a CAPA investigation as liquid ingress, specifically of cleaning solutions and related debris, causing erratic settings, intermittent operation and general encoder failure by causing shorts in the electronic components.

Event description:
It was reported that the nav-ring is defective. The customer states that the nav-ring is inop but the green check works, and unable to make parameter changes via touchscreen. The customer requests onsite service to correct. The customer reported the device was being set up for patient use, however, there was no patient or user harm reported. The field service engineer (fse) evaluated the incident and confirmed the reported issue and stated this is part of the field change order where the front bezel needs replacing. The investigation is ongoing.